Manufacturer narrative:
Ref. Related mfgr report numbers: 2015691-2017-04482, 2015691-2017-04483, 2015691-2017-04484, 2015691-2017-04485, 2015691-2017-04486, 2015691-2017-04489, 2015691-2017-04492, 2015691-2017-04493.

Manufacturer narrative:
The valves were not returned to edwards for evaluation as they remain implanted. Multiple attempts to obtain additional case information were made, however, the information was not forthcoming. Conversions to surgical procedures may be due to several procedural or patient factors such as: bleeding issues, dissections/ruptures, embolization of a product, change of approach due to patient factors and other life-threatening complications. In this case, as information was not forthcoming, there was no allegation or indication a device malfunction contributed to these adverse events. In this case, the reasons for the conversion to surgical procedures cannot be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The dates of the events are unknown, therefore the sapien 3 approval date was noted. Investigation is ongoing. Bibliography: husser, oliver, et al. "Multicenter comparison of novel self-expanding versus balloon-expandable transcatheter heart valves." Jacc: cardiovascular interventions 10.20 (2017): 2078-2087.

Event description:
As reported by the edwards affiliate in (B)(4), a journal article titled ¿multicenter comparison of novel self-expanding versus balloon-expandable transcatheter heart valves" reported that post transfemoral tavr procedure in the aortic position, a total of 5 patients were converted to surgical procedure. The exact dates are unknown.